Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during impella 5.5 support, the placement signal displayed by the automated impella controller (aic) was inaccurate, with a reported value of approximately 20/-9 mmhg and a negative left ventricular waveform observed. An ¿impella position unknown¿ alarm was also displayed. Device position was assessed and confirmed to be appropriate via echocardiogram. The aic was exchanged; however, the placement signal remained unchanged following the console replacement. The device continued to provide support during this time. At the time of this report, the patient remains on impella 5.5 support. No signs or symptoms of patient injury or patient harm have been reported in association with this event.

Manufacturer narrative:
Updated information: d3 MFR fax number added. D6b explant date added. G1 MFR site name, danvers removed.

Manufacturer narrative:
Placement signal issue: since neither product nor data logs were available for investigation, the cause of the placement signal issue could not be determined.